Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of the reported loss of connection could not be determined. A probable cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection occurred. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed as the transmitter has no voltage. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The probable cause could not be determined. No additional patient or event information is available.